Event description:
The end user reported that it is hard to see the labels on the ports of suction canister resulting in reversal of pt line and hospital vacuum line connections, with the result that suction failed as soon as pt fluids began entering canister during use to remove fluids from pt airway. This occurred twice, once on the indicated date and once on a subsequent date. Each case required intervention by a second party to diagnose and correct the misconnection. Had either case been an emergency use, the interruption in suction could have been life-threatening. Also, the nurse dealt with the problem by moving the pt line to the tandem port, leaving the vacuum line connected to the pt port. This configuration provided suction, but exposed the hospital regulator to the very contamination that the bio filter was intended to prevent. All of this occurred due to the illegible port labeling on the canister lid. The labels are formed by molded-in lettering without any contrasting ink.

Manufacturer narrative:
Deroyal: there is no sample available for eval. The investigation into the root cause is in process.